Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that insulin was leaking out of the reservoir. Customer's blood glucose was unknown at the time of the incident. No further information was provided. The reservoir will be replaced. The product was not returned for analysis.